Event description:
It was reported that during the patient's elective ipg replacement procedure, high impedances were observed. As a result, the patient's lead extension was also replaced during the same procedure and effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.